Manufacturer narrative:
Correction for b5 additional information for g4, g7, and h10.

Event description:
On an unknown date, a 3-2 amplatzer piccolo occluder was selected for implant in a 3kg patient with a pda (dimensions unknown). After the device was released from the delivery cable, the occluder embolized to the left pulmonary artery. The device was retrieved with a transcatheter snare without difficulty and a 3-4 amplatzer piccolo occluder was successfully implanted. The physician indicates the embolization was a result of non-optimal positioning of the device.

Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 3-5 amplatzer piccolo occluder was selected for implant in a (B)(6)kg patient with a pda (dimensions unknown). After the device was released from the delivery cable, the occluder embolized to the left pulmonary artery. The device was retrieved with a transcatheter snare without difficulty and a 3-4 amplatzer piccolo occluder was successfully implanted. The physician indicates the embolization was a result of non-optimal positioning of the device.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 3-5 amplatzer piccolo occluder was selected for implant in a (B)(6) kg patient with a pda (dimensions unknown). After the device was released from the delivery cable, the occluder embolized to the left pulmonary artery. The device was retrieved with a transcatheter snare without difficulty and a 3-4 amplatzer piccolo occluder was successfully implanted. The physician indicates the embolization was a result of non-optimal positioning of the device.